Manufacturer narrative:
(B)(4). Failure event observed during analysis. Internal insulation abrasion was noted at 39.4-40.2cm, 49.6-51.0cm, 52.9-54.8cm, 53.6-54.4cm, 56.9-57.7cm, and 58.2-58.4cm from the connector pin. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.